Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. A field service engineer reseated row board cable on board to issue the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on bus. The customer reported that the user was able to retrieve medication from the nearby station. There were no adverse events or injuries reported based on this event.